Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation.

Event description:
A new pump was delivered to the hospital and was tested but would not work. A penumbra rep was at the site and verified that the pump was "dead" when plugged in but the green light was illuminated.